Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that their onetouch verio meter was prompting an error message that the test strip was damaged. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the customer care advocate confirmed that the test strip was inserted correctly and that the patient attached blood. The patient also mentioned that the blood glucose average results are not correct the alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting a "test strip damaged" message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive...

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The primary complaint was not confirmed. The meter was function properly. The meter, however, was returned without the batteries. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.